Event description:
It was reported that stent dislodgment occurred. A 2.75mm x 12mm liberté¿ stent was selected for use and advanced to treat the target lesion. However, the stent was stripped while passing through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. A 2.75mm x 12mm liberté¿ stent was selected for use and advanced to treat the target lesion. However, the stent was stripped while passing through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte stent delivery system (sds). There was blood in the wire lumen. The balloon was loosely folded. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. The stent was not returned for analysis. The distal shaft was torn at the guidewire exit notch and extending distally 10cm. The tear may be consistent with a guidewire ripping through the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).